Event description:
It was reported that they were trying to set arctic sun device s/n (B)(6) up for therapy, but the reservoir will not fill. It will take up about 1/3 of the bottle then stops. Water reservoir level was 1. Pads connected. Pump hours 3431. System hours 4542.2. Removed pads. Reservoir would not fill. Removed fdl and occluded suction port. Device still would not fill. Advised nurse to send to biomed. Per follow up information received via phone on 18may2026, transferred to the biomed. Spoke with biomed who confirmed a failed circulation pump would be repaired onsite.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.